Event description:
It was reported that: the dr informed me that he's had occlusions within the last three months when using the manta for closure. He believes that there have been about 10 complications, all occurring in the last quarter. They do not have patient names and/or specifics to document because they didn't keep track as the complications occurred. The complications have all been occlusions, footplate related, have been fixed through surgery (removing footplate) or stents. All the patients are fine. Associated complaints 3010252479-2024-00120, 3010252479-2024-00119, 3010252479-2024-00123, 3010252479-2024-00124, . 3010252479-2024-00126, 3010252479-2024-00127, 3010252479-2024-00128, 3010252479-2024-00129 and 3010252479-2024-00130.

Manufacturer narrative:
(B)(4). No UDI as lot# not provided by customer.

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot number was not reported for this investigation. Case details were reviewed. The physician reported he had experienced a recent upswing in vascular complications, specifically occlusions related to the manta anchor within the last three months. The physician mentioned he believes something mechanically has changed since the complications were more recent. He has not experienced these issues all year and says ten complications have occurred within the last quarter. The physician has questioned if something has changed that would reduce the quality and effectiveness of the manta device. The occlusions were addressed with either placement of a covered stent or surgical intervention, explanting manta. The patients did not experience any harm, injury, or health consequences due to the event, and the patient outcome post-procedure was fine. The physician has mainly converted back to using perclose without issue. Due to insufficient information regarding the initial, deployment, patient environment and conditions, and no angiograms or device submitted for this investigation, the cause of the occlusion requiring stent placement or surgical intervention cannot be determined. Therefore, the root cause of the manta not being effective in achieving hemostasis requiring stent placement or surgical intervention remains undeterminable. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: the dr informed me that he's had occlusions within the last three months when using the manta for closure. He believes that there have been about (B)(4) complications, all occurring in the last quarter. They do not have patient names and/or specifics to document because they didn't keep track as the complications occurred. The complications have all been occlusions, footplate related, have been fixed through surgery (removing footplate) or stents. All the patients are fine. Associated complaints 3010252479-2024-00120, 3010252479-2024-00119, 3010252479-2024-00123, 3010252479-2024-00124, 3010252479-2024-00125, 3010252479-2024-00126, 3010252479-2024-00127, 3010252479-2024-00128, 3010252479-2024-00129 and 3010252479-2024-00130.